Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migrated implants") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, menorrhagia ("heavy and abnomal bleeding / prolonged menstruation"), dysmenorrhoea ("severe menstruation pain"), menstruation irregular ("irregular menstruation"), dyspareunia ("painful intercourse"), abdominal pain lower ("cramping") and abdominal distension ("bloating"). The patient was treated with surgery (underwent a hysterectomy to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, menorrhagia, dysmenorrhoea, menstruation irregular, dyspareunia, abdominal pain lower and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia and menstruation irregular to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.